Manufacturer narrative:
Unit has not been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The caregiver filled the patient's mobile unit with the base unit. After disconnecting the mobile unit, liquid oxygen escaped from the neck of the base unit and sprayed the caregiver's hand. This led to cold burns on the hand.

Manufacturer narrative:
Device was returned for evaluation. Unit was within all specifications and no fault could be found.